Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system would not start-up. Upon further inspection, philips field service engineer (fse) visited onsite and confirmed that all the monitors and the tsm were displaying no image. Fse replaced the host computer but did not resolve the issue so, fse reinstalled the original pc. Later, fse repowered the host monitor and logged into the application. After that, the system was returned to use in good working. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system would not start up. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.